Event description:
Allegedly, patient was revised due to infection revision njr number: (B)(4). Side:r. Primary asa: p2 - mild disease not incapacitating. Components not revised : procotyl l beaded and ha coated cup size 56mm, product number: pha06266, lot number: 1816180. Profemur tl classic fixed neck size 7 product number: prtls027, lot number: 1832175, mhra reference no: (B)(4).